Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with counterfeit top case present, and bottom case cracked by the battery bay. Event history log review was performed and found evidence of reported problem. Visual inspection and checked force sensor testing were performed. The customer?s reported problem was confirmed. According to the investigation, the pump force sensor was out of spec, the pump force sensor values were 0= 0.00 lb, 5= 3.85 lb, 15= 11.60 lb. The investigation reported that the pump force sensor was out of calibration which caused the reported problem. The investigator?s replaced the force sensor and calibrated the pump. Performed pm and all functional testing passed. The problem source of the reported problem is normal wear (pump was 15 years old).

Event description:
Information was received that during use of this smiths medical medfusion 3500 pump, the pump exhibited force sensor error stopping infusion. No reported adverse effects or patient injury.